Event description:
During a post-operative follow-up, loss of capture was observed when autocapture was turned on. Autocapture was turned off and the output voltage was increased to 6.0 v, but loss of capture continued. The patient was in asystole for approximately 15-18 seconds, but returned to a paced rhythm when the device was programmed back to the bipolar configuration. Perforation was suspected but the device will remain implanted. The patient was on anticoagulants.